Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that wires in four of the input connector barrel slots were damaged. This did not affect the operation of the analyzer.

Event description:
It was reported that the analyzer threshold measurements were high, and the user had to measure from the can to the lead to be accurate. Additional information was subsequently received reporting analyzer issues with no sensing and high thresholds. Prior to the patient's generator change, the leads were fine. Because the analyzer couldn't be used, the leads were tested wirelessly through the new device and programmer and measured fine. The analyzer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).